Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub stated that clips would not form correctly in the device and when they did, the device would not form a complete clip. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were fed and formed as intended; however, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "clips would not form correctly in the device?" Is this a feeding issue such as clips feeding sideways, clips feeding slowly, multiple clips feeding at same time, clips partially feeding into jaws, or clips not feeding into jaws at all? Please provide more detail regarding specific issue. Was a cholangiogram done on this procedure? Was device fired over another clip or hard structure? Was any resistance felt when firing? Were any unusual noises heard when firing?